Event description:
It was reported, the patient¿s first implant had ¿gone foul¿. It was reported, the implantable neurostimulator (ins) was not working correctly and that the patient had met a couple times with a manufacturer representative to ¿straighten¿ things out. It was noted, the patient had to have surgery for replacement due to the ins ¿riding up the skin¿ when it was put in the pocket. Additional information was requested and will be processed as received.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 9565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).